Event description:
It was reported that the gst45g cartridge was used with ec45a in the case, the cartridge didn't fire, it was kept aside, another gst45g was used and again it was also not fired properly, now gst60g was used with ec60a and the cartridge fired only half part. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60g reload was received partially fired 2/3. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 149a30, and no non-conformances were identified.